Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The safety valve positioned. The problem was solved by cleaning and reseating the safety valve. No parts were replaced. The ventilator passed all performance and safety tests and was cleared for clinical use. The received logs confirmed the reported safety valve test failed during ore-use check at 09/06/2022.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed the safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).